Manufacturer narrative:
The reported events of noise and mode switch were confirmed. As received, a complete lead was returned in one piece measuring 52.7 cm. External insulation abrasion was noted at 11.2- 11.7 cm from the connector pin consistent with friction to the device can. Suture sleeve tie impressions were noted at 15.9 and 16.5 cm from the connector pin. All other damages were consistent with that of explant procedure.

Event description:
It was reported that the patient presented for a scheduled device upgrade procedure. Upon investigation, noise was observed on the atrial lead. Several mode switch episodes were triggered due to lead noise. Patient was asymptomatic. The physician elected to extract the atrial lead and replace it. Patient was stable pre-mid and post procedure.